Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact alleged the load fill tubing sequence was initiated while the customer was connected to the site without customer interaction. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.